Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. It has been identified that the customer did not follow the proper handwashing procedure as outlined in the instructions for use (IFU). The customer reached out with complaints of a sinus infection and cough, this is to provide clarification regarding the customer's reported symptoms. The customer reported experiencing a sinus infection and cough, along with preexisting allergies. They suggested that these symptoms might have been caused by using the hose and mask adapter, which, upon review, was not properly connected to the soclean device (improper setup). Upon further follow-up, the customer confirmed they had only used the hose and mask adapter once. Given that the adapter was not properly connected, it seems unlikely that the symptoms could be attributed to it. Additionally, the customer has expressed a desire to continue using the soclean device and has declined a return merchandise authorization. This report is submitted for due diligence purposes. The required term/code for this report was unavailable. Since the customer did not return their device, a component code for annex g could not be found. As this field was mandatory, the entry "appropriate term/code not available" was used instead.

Event description:
Customer reports sinus infection and cough with known preexisting allergies. Md prescribed zithromycin.